Manufacturer narrative:
As of 05/02/16 aso has not received response from the consumer. However, aso was able to obtain a lot number and performed test for adhesion properties in addition to reviewing test for biocompatibility tests.

Event description:
Cosumer reported that bandage made her finger red. Consumer stated that medical attention was sought.

Manufacturer narrative:
As of 05/02/2016 aso has not received response from the consumer. However, aso was able to obtain a lot number and performed test for adhesion properties in addition to reviewing test for biocompatibility tests. Aso received returned samples from the consumer in 06/22/2016 and performed evaluation for adhesion properties in 06/29/2016.

Event description:
Consumer reported that bandage made her finger red. Consumer stated that medical attention was sought.